Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the cause of the discordant calcium results was unknown. The cse replaced the sample drain, waste tubing, water bottle, top seal and decontaminated the instrument. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, low calcium (ca) results were obtained on four patients on a dimension rxl max with hm instrument. The discordant calcium results were reported to the physician(s), who questioned them. The same samples were retested on an alternate system and the corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant calcium results.